Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source but still would not turn on. The customers blood glucose (bg) level was reported to be above 600 (mg/dl). The customer delivered a manual injection to address bg level. It was indicated that the customer had manual injections as alternate insulin therapy available.